Event description:
During the initial implant procedure, the helix was not able to rotate and unspecified electrical anomalies were noted on the right atrial (ra) lead. The new ra lead was successfully implanted to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.